Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced chest pain. The patient presented due to stable angina. The 99% stenosed and 12mm long target lesion was located in the mid left anterior descending artery with a reference vessel diameter of 2.5mm. The target lesion was direct stented with placement of a 2.50x16mm taxus liberte stent, resulting in 0% residual stenosis. During the procedure, after the stent was implanted the subject complained of chest pain and arm pain, which was treated with fentanyl IV 25 mcg. The patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).